Event description:
The analyser was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis :it was determined at analysis the analyzer was out of specification electrically. The analyzer failed the functional test for back up battery and cable ID. If information is provided in the future, a supplemental report will be issued.